Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that while inserting the lens in the patient's eye, the lens injector cracked and split, making the lens come out the side of the injector. Lens was not implanted and the back up lens was implanted with no issues. There were no reports of patient injury.